Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data field: (phone number inadvertently missed on initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the liquid crystal display monitor had a black screen. The issue was found during preparation for use. The diagnostic gastroenterostomy was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a printed circuit board failure. The device evaluation found the bezel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.